Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic after receiving an alert for non-sustained ventricular oversensing. Remote transmission showed crosstalk. Programming changes were made. The device remains implanted.